Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was investigated, and the reported mechanical issue (clip open while locked) was not confirmed during the returned device analysis. The reported mechanical jam (unable to remove lock line) was confirmed and was determined to be related to a knot identified at the end of the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to this lot that would have resulted in the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the device instructions for use (IFU) states, retracting the lock lever forcefully may result in the inability to lock or unlock the clip, which is considered a deviation from the IFU of the device. Based on the information reviewed the reported improper or incorrect procedure or method appears to be related to user technique as excessive force was applied to the device during the troubleshooting process and subsequently resulted in the mechanical issue (clip opened while locked). The patient morphology/pathology also contributed to the mechanical issue due to posterior leaflet prolapse. The reported mechanical jam (unable to remove lock line) was related to the knot identified at the end of the lock line; however, a definitive cause for the observed knotted lock line cannot be determined. The observed bent actuator mandrel and scratched actuator coupler were related to user technique/procedural circumstances as excessive force was applied to the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty removing the lock lines and clip opening when locked. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was prepared and no issues were noted. The cds was advanced and the clip was successfully able to grasp the leaflet. The lock line removability was tested and no issues were noted. Final arm angle was established. The gripper line removability was tested and no issues were noted. Deployment was initiated and the lock line removal began. About 2-4 inches of lock line were removed and resistance was felt. Troubleshooting maneuvers were performed and some force was applied. It was then noted that the clip opened. The decision was made to remove the undeployed clip and use a second clip. The clip was able to be fully opened to remove from the leaflets without difficulty and was able to fully close for removal. No difficulty was noted during removal. The procedure continued with implantation of two clips, reducing the mr grade from 4+ to 1-2+. No additional information was provided.